Manufacturer narrative:
Patient information was unavailable from the site. The device was returned to the manufacturer for analysis. The hardware investigation found that the reported event was related to a hardware issue. Confirmed connector damage on the mobile viewing station(mvs) cable. A full imaging system check-out was completed following part replacement. Full system functionality was confirmed. System performed as intended. The system was returned to service. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that while in a spinal fusion case, the imaging system is displaying frame rate errors when attempting to acquire 2d images. The mobile viewing station (mvs) and image acquisition system (ias) were rebooted and the pendant went into stand-alone mode. The interface cable was reconnected and the gantry door was opened manually to allow removal from around the patient. The use of medtronic imaging was discontinued due to this issue following a 15 minute delay. The patient was not affected.